Event description:
The customer reported that while a pt was restrained in a hosp environment, he managed to bite the lock and release himself out of the restraint. There was no pt injury.

Manufacturer narrative:
(B)(4). Eval: results - eval of the returned product found that the steel post on the lock is broken and the lock does not lock. The other wrist cuff has no damage and passed all functional tests. (B)(4).